Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of clearlink system solution sets with duo-vent spike crystalized in the middle with the distal and proximal ends clear. The issue occurred during mannitol infusion. The tubing was changed to resolved the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.